Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting fse found that there was an issue in flex vision pc and the pc wouldn¿t boot up from the lan. The defective flex vision pc was returned to philips for analysis and found the dimm (dual in line memory module) issue. To resolve this issue, fse replaced the flex vision pc, loaded the software; application and firmware for grabber cards. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.